Manufacturer narrative:
The device was not received for evaluation and a lot number was not provided. The product meets all quality criteria and manufacturing specifications prior to release.

Event description:
A report was received on (B)(6) 2019 from a healthcare professional (hcp) regarding an unidentified critical care patient, stating the cartridge arterial line luer broke within the patient¿s catheter during a crrt treatment on (B)(6) 2019. Additional information was received on (B)(6) 2019 from the hcp stating the patient's catheter was replaced with no report of symptoms or additional medical intervention.